Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor (icm) exhibited undersensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.